Event description:
Procedure: appendectomy. Reportedly, the staple line was jagged and excessive bleeding occurred. There was no transfusion required and the amount of blood loss was unk. How the procedure was completed is not known.